Event description:
It was reported that the patient presented to the emergency room after experiencing chest pain and flu-like symptoms for 3 days. Physical exam noted the patient's skin was pale, clammy, and the patient experienced fatigue and shock. An echocardiogram was performed which noted a moderate pleural effusion and tamponade. The patient became hypotensive, unresponsive, and required CPR. During CPR, an emergent pericardiocentesis was performed. An intravascular cooling device was placed. Seizure-like activity was noted. The patient remained intubated and multiple organ failure was observed. The implanted system was disabled. Later, on (B)(6) 2018 the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiogenic shock.

Manufacturer narrative:
Analysis was normal. No anomalies were found.